Event description:
Dealer is stating that the customer told them that the front left caster bearings are falling out.

Manufacturer narrative:
(B)(6) 2015 - should additional information become available, a supplemental record will be filed.